Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent high out-of-range right ventricular (rv) lead pacing impedance measurements. Current measurements are within normal limits. The patient is pacemaker dependent however no adverse patient effects were reported. Surgical intervention was planned but unknown if performed. All available information indicates that this device remains in service.